Event description:
It was reported the patient was in the emergency room. The patient had fallen and had someone fall on top of him as well. The patient experienced feeling a shocking or firing sensation. It was later reported that he was involved in "some sort of altercation." Impedances were checked and were fine. The physician used fluoroscopy and found that one of the wires had moved down a vertebral body. Programming was done and was good for the patient's legs and hips, however, when back coverage was attempted all the stimulation went anterior.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n289242, implanted: (B)(6) 2012, product type: accessory. (B)(4).